Event description:
With a pt in place, but prior to therapy, the collimator, weighing approx 400lbs, fell off the camera head. The position of the pt on the bed, but outside the collimator housing, prevented injury in this circumstance. Photographs of the camera and collimator cart are available.